Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure with an intellanav stablepoint catheter, the temperature was low, it was at 20 degrees celsius. The catheter was replaced and the procedure was completed without any patient complications. The catheter is not expected to be returned for analysis as it was disposed by the facility.